Manufacturer narrative:
Asae/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient on impella support with a 5.5 pump. The complainant reported that the patient had a small hematoma at the access site.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.